Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and that the upstream occlusion (uso) seal was buckling. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that the device has damaged battery stabilizer slots, a damaged battery compartment, requires a software upgrade, and is missing battery stabilizers. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was buckling. There was no patient involvement.